Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time; however, based on similar reports this type of issue occurs when the loop is caught between the hoop and the coil sheath. The device instruction manual warns users "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the channel."

Event description:
Olympus received a medwatch (B)(4) which reports that during a colonoscopy procedure the polyloop would not release properly. The physician cut the handle to remove the scope. A second scope was utilized to retrieve the entire polyloop and a portion of the polyp. It is unknown if the intended procedure was completed. There was no patient injury reported.